Manufacturer narrative:
Analysis found: (B)(4) - network configuration, firewall setting, or proxy setting incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was not able to pull from electronic picture archiving and communication systems (pacs). The site conference in pacs and went through the appropriate ip/subnet/gateway information for both systems. All of the information was entered in and when trying to do a general query ("*a*"), the patients listed were not able to be seen. The site was not able to echo pacs at all. After going back through, the site realized that the ip for pacs were accidentally entered in the fusion network settings. After correction and ensuring that the ae titles and other information matched, the site was able to query and download the exams.